Manufacturer narrative:
(B)(4). Batch # n5552j. The stapler looked as if it didn't deploy all the staples. The stapler did cut and did and some staples were formed. This was the first firing of the device. The device was returned yesterday for your review. The doctor used and endo loop device and completed the case. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, device did not fire properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.